Event description:
It was reported that, "it was reported through the attorney for the pt, as a result of a legal claim, the allegedly the pt received a trident ceramic on ceramic right hip system. It was further alleged that, the pt is experiencing "loosening" from the system."

Manufacturer narrative:
The info in this report was provided by stryker orthopaedics legal affairs. No additional info is available at this time. The devices are not available due to the ongoing ligation.